Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the plug harness (exposed wires) was damaged and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time, the electric power cord was compromised, there was a cut in cord. There was no information available regarding the patient impact. During product evaluation, it was found that the plug harness had exposed wires, wire was showing as the cord was completely cut off. Due diligence is complete; no further information is available.